Event description:
Mom was getting out of her power wheelchair when the chair powered forward, hitting her, knocking her down, and running over her feet. She had to be taken to the hospital where xrays showed a broken bone in her left ankle. Her biggest complaint was the big toe on her right foot which was swollen, red, and painful. They also put stitches in a cut on her right heel and cleaned and dressed cuts and bruises. At a follow up with her regular doctor, subsequent xrays showed that the toe on her right foot was indeed broken. She is now trying to get around and recover with a splint on her left ankle and a boot on her right foot. The power chair does not have a deadman switch, and the location of the controls make it likely that someone can inadvertently hit the switch and power it forward by accident.